Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 38 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The analysis demonstrated tissue residuals around the svc shock coil, indicating significant ingrowth in this region. Furthermore multiple signs of wear along the lead fragment were found. In particular 8 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of the noise mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or the potential increased ingrowth which had impact on the lead motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The visual inspection also showed damages of the lead body and deformations of the shock coils which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.